Manufacturer narrative:
This was a request for instruction, no report of serious injury or symptoms. Device was not returned for evaluation. Based upon the information provided, root cause cannot be determined.

Event description:
Family of diabetic pt. On vgo called stating that the needle button will not retract the needle back into the vgo. Granddaughter stated they were currently in at the ER to seek medical attention to assist with removing the vgo but called to see about advice. The call was disconnected before valeritas was able to gain additional information.